Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist discovered that the sample tubes are centrifuged outside of the tube manufacturer specifications. The tsc specialist then instructed the customer about proper sample handling. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample tubes being centrifuged outside of the manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.